Event description:
It was reported that the fresh gas safety valve test failed during system check out. There was no patient connected to the anesthesia system during the event. Manufacturer´s ref. #: (B)(4).

Manufacturer narrative:
It was reported that the safety valve test failed during system check out. Our company field service engineer investigated the anesthesia system at the hospital and concluded that the fresh gas safety valve needed to be replaced. After the replacement, the anesthesia system was cleared for clinical use. The replaced part was unfortunately scrapped and cannot be investigated further. The device logs were received and the reported issue can be confirmed. The cause of the reported system check out failures is determined to be a defective safety valve. The true cause has not been determined.

Event description:
Manufacturer's reference number: (B)(4).